Event description:
The customer supplied additional information. The defect in the device occurred during a holmium laster prostate (holep) procedure. In the middle of the operation, there was a big bang, and the device stopped working.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation on the reported events: the lamp burst inside the appliance and shattered a filter in the process. Based on the facts obtained from investigation, as the issues was not reproduced at the inspection by the repair department, the presumed cause could not be identified. This event was not confirmed. Due to expired life expectancy of lamp, the endoscopic image cannot be displayed. Based on the facts obtained from investigation, this issue was confirmed. It is presumed that endoscopic image cannot be displayed because lamp does not light up caused by expired life expectancy of lamp. The scope socket was worn out, causing the scope to be unable to be attached. Based on the facts obtained from investigation, this issue was confirmed. It is presumed that scope cannot be attached due to wear of output socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the visera elite xenon light source lamp burst inside the device, shattering a filter in the process. There were no reports of patient harm.

Manufacturer narrative:
Establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.